Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of over 800 mg/dl. The customer was experiencing high glucose for several hours. Troubleshooting was performed. The customer has nausea and vomiting. It was stated that the customer could not get her glucose to come down after treating with the insulin pump. Troubleshooting was performed. Reviewed the alarm history and found multiple weak battery alarms. The customer stated that she changed the infusion set to solve the issue. Ran a fixed prime and high pressure test and they passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as o product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.